Event description:
It was reported that during testing, an unknown IV set loaded into sigma spectrum pump, was observed to have "micro bubbles" resulting in an air-in-line alarm. The reporter could not verify if the unknown set was included in the list of sigma spectrum compatible sets. There was no patient involved; additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed.